Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was admitted into hospital due high blood glucose reading. Troubleshooting was declined for high blood glucose reading. Customer also reported battery cap damaged. Product will not be returning for analysis.